Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2018-00232. It was reported the patient experienced ineffective stimulation after falling. Diagnostics revealed low impedances on all contacts for both leads, and x-rays revealed the leads had migrated out of the epidural space and wrapped around the ipg. Reprogramming attempts were unsuccessful. As a result, the patient may be awaiting surgical intervention.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2018-00232. Follow up information identified the patient¿s leads were explanted and replaced with two new leads. Postoperatively, the patient reported they are receiving effective therapy.